Event description:
During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of the event.